Event description:
It was reported that difficulty crossing the lesion and blade detachment occurred. A 10 mm x 3.50 mm wolverine coronary cutting balloon monorail was used but could not cross the target lesion. The wolverine was removed and then inserted into a bsc guidezilla ii guide extension catheter outside the body of the patient, and the wolverine blade detached. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was good. Device evaluated by MFR: a visual and microscopic examination was performed on the returned device. It was noted that a section of one of the blades, approximately 1mm in length was completely detached from the distal end of the balloon material. The remaining section of the blade was undamaged and fully bonded to the balloon material. The detached section of blade was not returned for analysis. Another blade was noted to be completely detached from the balloon material. Approximately 5mm of this blade was returned for analysis. The remaining 5mm of this blade was not returned for analysis. The complete pads of both blades remained fully bonded to the balloon material. The damage identified can potentially be a result of the resistance encountered during withdrawal of the device. All other blades were intact and fully bonded to the balloon material. A visual and microscopic examination of the balloon noted that the balloon was unfolded and inflation medium was observed within the balloon material which indicates it had been subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal to the distal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found the shaft polymer extrusion to be accordioned beginning at the proximal balloon bond and extending approximately 3mm proximally along the shaft. This type of damage is consistent with excessive force being applied to the delivery system when attempting to cross a lesion. No other issues were identified during the product analysis.

Event description:
It was reported that difficulty crossing the lesion and blade detachment occurred. A 10 mm x 3.50 mm wolverine coronary cutting balloon monorail was used, but could not cross the target lesion. The wolverine was removed and then inserted into a bsc guidezilla ii guide extension catheter outside the body of the patient, and the wolverine blade detached. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was good.